Event description:
It was reported that during routine device check-up, externalized conductors were observed via fluoroscopy. No electrical anomalies were noted. The lead remains implanted.

Event description:
The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
A partial lead was returned in two pieces. Visual inspection found external insulation abrasion between 8.0cm to 8.1cm from the distal tip, consistent with lead friction to another device. Externalized conductors due to internal insulation abrasion were noted between 12.5cm - 15.6cm from the distal tip. The etfe coating was intact at these locations.